Event description:
New information received notes that the patient continues to have undersensing even at the most sensitive settings. Events are still evident at high gains so the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor was undersensing and thus storing false pause episodes. The device had small r-wave amplitudes. Programming changes were made. The patient was asymptomatic.